Manufacturer narrative:
The manufacturer has completed the investigation for a alleged blank display on a ventilator. The ventilator was returned to the manufacturer for evaluation. The customer's complaint could not be duplicated or confirmed. The display was found to operate as designed.

Event description:
The manufacturer received information alleging a ventilator's display screen doesn't work. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.